Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she hospitalized twice one on august 06, 2017 due to a high blood glucose readings. Customer's blood glucose at the time of the incident was 501 mg/dl which was treated with manual injection. Customer's blood glucose was down to 290 mg/dl after treating. Customer experienced symptoms related to high blood glucose such as such as stress, fainted and sweaty. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.